Event description:
A report of no flow of solution associated with the use of a flo-gard volumetric infusion pump was rec'd. Reportedly, the device was set up to infuse an unknown solution at an unknown rate at some later time during the infusion the healthcare professional(hcp) found the pump to be running and not infusing. Reportedly, the healthcare professional opened the door of the pump and found excessive tubing kinked in the pumping finger chamber. According to the rptr, there was no pt injury associated with this event.